Manufacturer narrative:
Evaluation summary: the returned introcular lens was examined and verified to have signs of handling. One haptic was scratched and the ohter haptic was nicked/chipped. The optic was scratched and torn/split/cracked areas were observed. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. The optical resolution was acceptable with the diopter verified to be as labeled and the lens demonstrated acceptable results for the yellow dye addition. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.

Event description:
A surgeon reports performing a lens exchange due to the patient's complaints of increased sensitivity to glare and decreased visual acuity. The surgeon reports he had advised the patient against surgical intervention, but decided to perform the lens exchange due to the patient's insistence. Glistenings were observed in the lens prior to the exchange. The patient has had a good outcome following the exchange. No further information is anticipated.